Manufacturer narrative:
The abandoned lead was not returned to boston scientific therefore, the clinical observation could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information this left ventricular (lv) lead revealed was deactivated, and surgically abandoned due to lead issue observed during a recent device replacement procedure. During the replacement, it was noted that the lv lead exhibited high pacing impedances greater than 2000 ohms, noise and a loss of capture. A new device was implanted while the physician elected to deactivate the lv lead. No adverse patient effects were reported.